Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes stoppers are popping off. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: "stoppers are popping off."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper pop off was not observed. Additionally, 29 retention samples from bd inventory were evaluated by functional testing and upon completion the indicated failure mode for stopper pop off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper pop off. Bd has initiated further root cause investigation relating to the issue of stopper pop off through corrective and preventive actions. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes stoppers are popping off. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: "stoppers are popping off."